Event description:
Hcp reports patient experienced flu like symptoms and had been twisting and turning pump in the pump pocket. Patient had lost 32 pounds of weight before the pump "flipped." Surgical procedure done in 08/02 - unknown if the pump was replaced or other procedure performed.